Event description:
It was reported that a renasys touch device gave a continous blockage/full canister alarm during the treatment of a patient. This device was positioned on (B)(6) 2020 but was replaced on (B)(6) 2020 with a back-up device. The blockage was confirmed. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection found no defects. A functional assessment found no fault, the device performed within expected parameters. On this occasion we have not been able to establish a relationship between the device and the event reported. A review of manufacturing records for the reported lot/batch found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances. These instances are being monitored to determine if additional actions are required. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. This investigation is now complete with no further action deemed necessary. However, we will continue to monitor for any adverse trends relating to this product range.